Event description:
High blood glucose [blood glucose increased]. Ketoacidosis. Case description: does the incident represent a serious public health threat? No. This spontaneous case from (B)(6) was reported by health care professional as "high blood glucose" and "ketoacidosis" and concerns a (B)(6) female pt using novopen 4 (insulin delivery device) and treated with novorapid penfill (insulin aspart) and levemir penfill (insulin detemir) start/stop dates have not been reported for unk indication. Pt's height: (B)(6). No medical history has been reported. On an unk date, it has been reported that the pt, for the last half year, has been admitted on and off to the hospital on several occasions because of high blood glucose (between 29 to 40 mmol/l). On one occasion due to ketoacidosis. The pt explains that she has injected up to 100 iu with no or poor effect. When admitted to hospital 10 iu insulin gives immediate effect. The doctor is wondering if there can be product defect to either the insulin or to the novopen 4s the pt is using. Outcome has not been reported. Reporter comment: reporter's alternative aetiology: not reported.